Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited over-sensing on the atrial channel resulting in inappropriate mode switch episodes. It was further noted that remote transmission revealed an error message received indicating erroneous programmed parameters. No intervention was performed. The patient was stable.